Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box did not show any power interruptions on the date of the complaint, (B)(6) 2015. There were no unexplained reboots or alarms observed in the black box that would indicate a power issue. There was no damage found to the battery cap and the battery cap contacts were within required specifications. The battery compartment was observed to be cracked. The battery cap was able to secure to the pump and the pump powered on normally. The pump was exercised for 24 hours with no power interruptions occurring. The pump casing was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was rebooting without user intervention. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.